Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged coupled device (ccd)-unit was damaged while the user was handling the device. However, a definitive root cause could not be determined. A precautionary statement for the event "no image" is contained within the instructions for use. Therefore the event can be detected if the device is handled in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective charged couple device unit (ccd) was found and caused the reported image failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis lucera elite bronchovideoscope the image dropped during angulation. There was no patient involvement during this event.